Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "possible slow leak or fold". Device remains implanted.

Event description:
It has been determined that the event associated with this complaint did not occur. This record is no longer reportable to FDA and will be un-reported.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 24/jan/2024.

Event description:
It has been determined that the event associated with this complaint did not occur. This record is no longer reportable to FDA and will be un-reported.